Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx six to eight months post procedure, the pt returned with pain and vaginal dehiscence of the sling material. The sling was removed and the vagina was surgically repaired without incident. The pt remains continent. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site. Loss of fixation and/or visualization of implanted graft materials."